Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information and photographs were provided to fisher & paykel (f&p) healthcare for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of small holes on the base of the chamber. Residue was identified around the holes. Analysis of the residue indicated the presence of sodium and chlorine. Conclusion: our investigation confirmed the reported hole on the base of the mr290v vented autofeed humidification chamber. Further analysis indicated that it was likely due to the exposure of the chamber base to a source of sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an mr290v vented autofeed humidification chamber, supplied with an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, started leaking after seven (7) days of patient use. Two (2) holes were observed in the base of the chamber. The healthcare facility also reported that nebulised drugs had been administered through this system. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The rt200 adult ventilator circuit dual heated with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a mr290v vented autofeed humidification chamber, supplied with a rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, started leaking after seven (7) days of patient use. Two (2) holes were observed in the base of the chamber. The healthcare facility also reported that nebulised drugs had been administered through this system. There was no patient consequence reported.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an mr290v vented autofeed humidification chamber, supplied with an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, started leaking after seven (7) days of patient use. Two (2) holes were observed in the base of the chamber. The healthcare facility also reported that nebulised drugs had been administered through this system. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrections: section d2a: common device name updated to breathing circuit section d4: model and catalog # updated to rt200 section d4: lot number updated section d4: expiration date updated section d4: UDI details added section g3: date corrected section g4: the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information and photographs were provided to fisher & paykel (f&p) healthcare for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of small holes on the base of the chamber. Residue was identified around the holes. Analysis of the residue indicated the presence of sodium and chlorine. Conclusion: our investigation confirmed the reported hole on the base of the mr290v vented autofeed humidification chamber. Further analysis indicated that it was likely due to the exposure of the chamber base to a source of sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected.